Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 14218 was returned and analyzed. Visual inspection of the balloon catheter revealed a derailed push button. Smart chip verification indicated the catheter was never used. Without reprogramming, the catheter was connected to the test console; system notice 50005 (leak detection) was triggered immediately. Further inspection through dissection and pressure testing revealed a guide wire lumen kink and breach at two locations: at 8.15 mm and 62 mm from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the shaft kink and breach.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.